Event description:
Device could not be inserted at femoral access site. Retroperitoneal access revealed a complete rupture of the right common iliac artery. Pt was converted to standard surgical repair.